Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Joystick is shutting off on its own and will turn back on again. Battery indicator is moving down quickly and the chair will shut down.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated , so the original complaint issue was not able to be confirmed. Unit passed bench test.

Event description:
Joystick is shutting off on its own and will turn back on again. Battery indicator is moving down quickly and the chair will shut down.